Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: rattling sound inside of them if you were to move them around or lift. Most likely a screw or some kind of debris from inside the device itself. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board.

Event description:
It was reported that there was a thermal event and sparking.

Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.